Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer reported that transmitter was lost and was not able to bolus correctly. Customer's blood glucose was not reported, but stated that it was low. It was reported that customer administered too much insulin while treating high blood glucose. Customer was treated with IV. Customer was off of insulin pump therapy for less than 48 hours prior to paramedics being called. Customer did not believe that insulin pump was over delivering. Caller was advised that transmitter would be replaced.